Event description:
It was reported that the device spontaneously shut down while in use and would not turn back on. No serious injury or death is associated with this event, and medical intervention was not required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.